Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of candida which is a yeast often implicated in fungal peritonitis. The cause of the patient¿s fungal peritonitis is unknown. However, fungal peritonitis is a known potential complication in pd patients.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with fungal peritonitis which required the removal of their pd catheter (not a fresenius product). The patient was reportedly switched to incenter (in) hemodialysis (hd) and unsure if they would continue any dialysis. During follow up, a clinic response was received which indicated the patient¿s pd culture yielded growth of candida and the patient was diagnosed with peritonitis on (B)(6) 2019. Additional treatment details were not provided. The patient reportedly recovered from the peritonitis event. The cause of the patient¿s fungal peritonitis was unknown. However, in the clinic response, it was indicated the infection was not caused by any fresenius device, or product. Multiple attempts were made to obtain additional information related to the reported event, and at this time, no further details have been provided.

Manufacturer narrative:
Concomitant products were inadvertently omitted from the initial report.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.